Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a proximal pancreaticoduodenectomy, the first attempted seal was incomplete. Another device was used to continue the procedure. There was no patient harm. The operating time was not extended. There was oozing bleeding. The device was recognized by generator, activated and end tones, indicating a completed seal cycle, were heard.